Manufacturer narrative:
UDI # (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of a bioprosthetic valve used in an implant case. The case went well, but on pod #1, the patient was in heart block and dependent on a temporary pacemaker. On pod #2, the surgeon says he believes that the patient will require a permanent pacemaker. Prior to surgery, the patient had a right bundle branch block arrhythmia. The surgeon believes that although the sizer fit properly, he should have chosen a smaller sized valve. No additional information was provided.

Event description:
Edwards received information of a 27mm bioprosthetic aortic valve implanted to treat aortic stenosis. The surgeon used three sizers, 25mm, 27mm, and 29mm during the procedure. There was good apposition of the valve to the annulus and the patient was transferred to the ICU in stable condition. Prior to surgery, the patient had a right bundle branch block arrhythmia. On pod #1, the patient was in heart block and dependent on a temporary pacemaker. On pod #2, the surgeon believed that the patient will require a permanent pacemaker and the patient did eventually receive one. The patient was discharged home with home health services on pod #9 in stable condition. The surgeon believes that although the sizer fit properly, he should have chosen a smaller sized valve.